Event description:
It is reported that the device was implanted in 1996 and was explanted in 2008, due to osteolysis under the tibia. It was noted that the tibia was grossly loose.

Manufacturer narrative:
Evaluation summary: no product returned for evaluation. Also, x-rays are not available for review. The lot number of the device is unknown. The cause of the reported problem of osteolysis under the tibia could not be determined due to insufficient information. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.